Event description:
3/16/94 pt. Augmented w/mentor saline filled mammary prosthesis, 300cc & 325cc. Pt now feels that she is too large & wants to be smaller. Pt had no problem w/implants. 3/31/98 per pt's request implants removed intact & pt augmented w/ smaller saline filled implants.